Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. As reported, the plug release button of a 7f exoseal vascular closure device (vcd) could not be pressed down. Manual compression was applied to achieve hemostasis. There was no reported patient injury. The exoseal vcd and sheath were retracted together until the bleed-back indicator slowed and the indicator window turned solid black. Upon attempting to press the button, there was no response and it could not be depressed at all. No red color was seen in the indicator window during retraction. The device was attempted to be deployed outside of the patient, requiring an unusually large amount of force to press. The device was used during an interventional procedure with a retrograde approach. A 7f non-cordis sheath was used. The operator was trained to the device. The device was stored and prepared according to the instructions for use (IFU) and there were no visible damage to the device or packaging prior to use. Angiography confirmed the femoral artery¿s suitability and insertion angle; the vessel diameter was at least 5mm, with no calcium, plaque, stenosis >50%, stent, or prior closure at the puncture site. There was also no pre-existing hematoma, fistula, or pseudoaneurysm. One non-sterile exoseal vascular closure device 7f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received not depressed, while the guard was locked. The plug was in manufactured position, and the indicator wire was found fully deployed. A non-cordis 8f catheter sheath introducer was returned and inserted on the received unit. Finally, it was observed that the indicator window was received in the black/white position. During this visual analysis no additional anomalies were observed to be reported. A deployment simulation evaluation was performed. During this analysis the indicator wire was pulled to achieve the black/black position in the indicator window, then it was proceeded with the deployment lever full depression, achieving the indicator wire retraction and plug expected deployment. Additionally, the indicator window black/ white/red position was obtained as well. A high magnification microscopic evaluation was executed to evaluate the internal mechanism of the device. During this analysis, no abnormal conditions were observed to be reported. The reported event of ¿deployment lever (button) frozen/locked¿ was not observed through analysis of the returned device as the deployment lever was able to be fully depressed during functional analysis with successful plug deployment. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, user-related factors (user error) such as the 8f sheath which was returned inserted into the 7f exoseal device may have affected the device. As stated in the indication for use (IFU), ¿the exoseal¿ vascular closure device is indicated for femoral artery puncture site closure, reducing time to hemostasis and ambulation in patients who have undergone diagnostic or interventional procedures using a standard corresponding french size vascular sheath introducer with up to a 12 cm working length.¿ the product description also includes, ¿note: the indwelling vascular sheath introducer must allow the bleed-back port to extend beyond the distal tip of the sheath. The french size of the exoseal¿ vcd must correspond to the french size of the vascular sheath introducer in use.¿ usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling and could possibly affect the use of the device. The indwelling vascular sheath introducer must allow the bleed-back port to extend beyond the distal tip of the sheath. The french size of the exoseal¿ vcd must correspond to the french size of the vascular sheath introducer in use.¿ usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿while holding the exoseal¿ vcd in the right hand, making sure the thumb is not placed on the plug deployment button, continue retracting the exoseal¿ vcd and vascular sheath introducer very slowly (controlling retraction with the left hand) until the graphic pattern in the indicator window changes to a solid black color, at which point the plug is correctly positioned for deployment. Caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1 cm of retraction from the point pulsatile flow significantly slowed or stopped, discontinue the use of the device. Caution: further retraction of the exoseal¿ vcd and the vascular sheath introducer will cause a set of red and white bars to appear in the indicator window, as a warning that no further retraction should occur prior to plug deployment. If further retraction occurs, discontinue the use of the device.¿ neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, a risk assessment has been initiated to further investigate similar complaints reported.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the plug release button of a 7f exoseal vascular closure device (vcd) could not be pressed down. Manual compression was applied to achieve hemostasis. There was no reported patient injury. The exoseal vcd and sheath were retracted together until the bleed-back indicator slowed and the indicator window turned solid black. Upon attempting to press the button, there was no response and it could not be depressed at all. No red color was seen in the indicator window during retraction. The device was attempted to be deployed outside of the patient, requiring an unusually large amount of force to press. The device was used during an interventional procedure with a retrograde approach. A 7f non-cordis sheath was used. The operator was trained to the device. The device was stored and prepared according to the instructions for use (IFU) and there were no visible damage to the device or packaging prior to use. Angiography confirmed the femoral artery¿s suitability and insertion angle; the vessel diameter was at least 5mm, with no calcium, plaque, stenosis >50%, stent, or prior closure at the puncture site. There was also no pre-existing hematoma, fistula, or pseudoaneurysm. The device will be returned for evaluation.